Event description:
A distributor from france reported an issue where the t button on a medical device did not always function as expected. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.